Event description:
Ems personnel responded to a pt, condition unk. During an attempt at routine monitoring of the pt's ECG, the device allegedly displayed an intermittent ECG leads off message and a flatline. The rptr stated there were no adverse effects to the pt as result of the alleged malfunction.